Manufacturer narrative:
UDI: (B)(4). This actual device was returned for evaluation. During repair it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper device maintenance which is user/error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had a worn coupling, worn label, the pins migrated to the cone sleeve, the attachment was blocked, and the attachment could not be disassembled. It was further determined that the device failed pretest for check the free movement, check the pin length of the cone sleeve and marking and labeling. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.